Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was no capture threshold and under-sensing on the right atrial (ra) lead. After further assessment in clinic, fluoroscopy confirmed ra lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and under sensing. As received, a complete lead was returned in one piece with helix found extended and clogged with tissue. After the helix was cleaned the extension length was measured to be within specification. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.the reported events of failure to capture and under-sensing were not confirmed.